Event description:
Procedure type: inguinal hernia repair. According to the reporter: device #1 the balloon did not inflate. Air escaped back past the 10mm scope. Removed device. Confirmed that balloon was intact, and inflated properly at the mayo stand. Device #2 10mm scope would not pass the structural balloon, even after sheath was popped. Surgeon could not get full visibility of dissecting space without the scope being able to pass the access balloon, and attempted to remove the dissecting balloon. When trying to remove the dissecting balloon, the dissecting balloon tore off of the device upon removal. After removal, it was also identified that the access balloon was torn by attempting to pass the scope past it. We ended up utilizing the access port from device #1, after cutting off the dissecting balloon from device #1. Space was created utilizing co2 and procedure continued with no further device contributing complications. No delay in or, no blood loss. No patient injury was reported.